Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure. This would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit would not have slipped. The large starburst threads needed to be machined to add heli-coils. The reported complaint was not confirmed. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped out of place during an awake craniotomy procedure. The patient became uncomfortable and was moving, and the pins slipped out of place. This resulted in scratches from the pins and a small hematoma underneath the patient's skin surface. There was a 20-30 minutes of delay in the procedure while patient's head was repositioned and secured, as the resident had to unscrub and repin the patient to secure the head.